Manufacturer narrative:
Age at time of event: patient was (B)(6) years old at the time of enrollment.

Event description:
(B)(6) study. It was reported that restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. On (B)(6) 2018, baseline angiography analysis by core lab, performed in left proximal to mid superficial femoral artery (sfa) revealed absence of calcification, thrombus, ulceration, and aneurysm. Inflow tract patency was not shown. The target lesion was located in the left proximal to mid sfa with 100% stenosis and was 140 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilation, followed by placement of 6 mm x 100 mm and 6 mm x 80 mm eluvia study stents. Following post dilation, residual stenosis was 20%. On (B)(6) 2018, the subject was discharged on antiplatelet therapy. On (B)(6) 2021, subject presented to the site with unknown symptoms and was diagnosed with stent occlusion present in left sfa. Patient was hospitalized for evaluation and intervention was performed to treat the occlusion.

Manufacturer narrative:
A2: age at time of event: patient was 59 years old at the time of enrollment.

Event description:
Eminent clinical study. It was reported that restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. On (B)(6) 2018, baseline angiography analysis by core lab, performed in left proximal to mid superficial femoral artery (sfa) revealed absence of calcification, thrombus, ulceration, and aneurysm. Inflow tract patency was not shown. The target lesion was located in the left proximal to mid sfa with 100% stenosis and was 140 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilation, followed by placement of 6 mm x 100 mm and 6 mm x 80 mm eluvia study stents. Following post dilation, residual stenosis was 20%. On (B)(6) 2018, the subject was discharged on antiplatelet therapy. On (B)(6) 2021, subject presented to the site with unknown symptoms and was diagnosed with stent occlusion present in left sfa. Patient was hospitalized for evaluation and intervention was performed to treat the occlusion. It was further reported, on (B)(6) 2021, subject was hospitalized for further evaluation and treatment. On the same day, 100% stenosis in left ostial to mid sfa and was 200mm lesion length with reference vessel diameter of 6mm was treated with primary distal stenting using 6mm x 140mm non-boston scientific stent and proximal extension of the previous stent up to the distal common femoral arterty (cfa) with 6mm x 80mm non-boston scientific stent placement. Later, post-dilatation was performed with 5mm x 150mm balloon. Follow-up angiogram showed excellent result post procedure, outflow unchanged with final residual stenosis of 10%. On (B)(6) 2021, the event was recovered/resolved also subject was discharged on the same day.

Event description:
Eminent clinical study. It was reported that restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. On (B)(6) 2018, baseline angiography analysis by core lab, performed in left proximal to mid superficial femoral artery (sfa) revealed absence of calcification, thrombus, ulceration, and aneurysm. Inflow tract patency was not shown. The target lesion was located in the left proximal to mid sfa with 100% stenosis and was 140 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilation, followed by placement of 6 mm x 100 mm and 6 mm x 80 mm eluvia study stents. Following post dilation, residual stenosis was 20%. On (B)(6) 2018, the subject was discharged on antiplatelet therapy. On (B)(6) 2021, subject presented to the site with unknown symptoms and was diagnosed with stent occlusion present in left sfa. Patient was hospitalized for evaluation and intervention was performed to treat the occlusion. It was further reported, on (B)(6) 2021, subject was hospitalized for further evaluation and treatment. On the same day, 100% stenosis in left ostial to mid sfa and was 200mm lesion length with reference vessel diameter of 6mm was treated with primary distal stenting using 6mm x 140mm non-boston scientific stent and proximal extension of the previous stent up to the distal common femoral arterty (cfa) with 6mm x 80mm non-boston scientific stent placement. Later, post-dilatation was performed with 5mm x 150mm balloon. Follow-up angiogram showed excellent result post procedure, outflow unchanged with final residual stenosis of 10%. On (B)(6) 2021, the event was recovered/resolved also subject was discharged on the same day. It was further reported that the lesion was located in the left ostial to mid-sfa and the placed stents were a 6x120mm and a 6x60mm study stent.

Manufacturer narrative:
A2: age at time of event: patient was 59 years old at the time of enrollment.